Event description:
It was reported that the device tripped early elective replacement indictor. At the last follow-up visit the battery was measured at 3v. The device was now at end of life indicator and measured 2.64 volts. The device was planned to be changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) occured on (B)(6) 2011 due to low battery voltage. Ramware version 8 installed on (B)(6) 2010.